Event description:
The customer reported that following a diagnostic catheterization procedure in 2003, a vasoseal vhd kit size 7 ws deployed and hemostasis was achieved. The following month, the pt presented at the emergency room with swelling, pain and coolness of the right lower extremity. Diminished pulses were noted. Doppler studies showed good distal flow so the pt was discharged home. The pt's symptoms persisted and an aortogram was performed on 4 days later. An embolic occlusion of the tibial peroneal trunk was noted. An embolectomy was performed. The pathology report indicated that the specimen was a "recently formed thrombus, with staining characteristics consistent with collagen". No further complication were reported.